Event description:
It was reported that sometime after a therapeutic prostate biopsy in 2005, this pt became septic, had a high fever and was hospitalized for 3 days. He was given i.v. Antibiotics and then oral antibiotics for about 10 days. Subsequently, he presented with urinary tract infection symptoms but no fever. He was treated with 14 days each of two different antibiotics and the infection resolved. The doctor reported that the infection may not be related to the biopsy needle and may be related to the fact that the doctor had stopped giving antibiotics routinely after each biopsy procedure. He is now again giving antibiotics standardly after each biopsy procedure.